Event description:
It was reported that the ilet touchscreen became unresponsive on the unlock screen, preventing the user from sliding to unlock, and normal function was restored after the user restarted the device through the ilet app. Symptoms included no reported adverse clinical effects. Outcomes included no impact on blood glucose and no alerts or alarms. Investigation included customer interview and guided troubleshooting. Investigation of this case revealed that the device resumed intended operation after a restart. It was concluded that the event involved a temporary touchscreen responsiveness issue that resolved with a reboot, with no clinical harm.